Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2007 to treat her stress urinary incontinence (sui). It was alleged the plaintiff "complained of pelvic pain, urinary problems, inflammation, severe and permanent personal injuries, significant mental and physical pain and suffering, substantial physical deformity, and severe and debilitating injuries. She was found to have mesh erosion and required further surgery to remove the mesh."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.